Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. As noted in the impella IFU: impella rp smart assist system with automated impella controller (limb ischemia) section: contraindications (united states). ¿the impella rp flex with smartassist system is contraindicated for use with patients experiencing any of the following conditions: disorders of the pulmonary artery wall that would preclude placement or correct positioning of the impella rp flex with smartassist device; mechanical valves, severe valvular stenosis or valvular regurgitation of the tricuspid or pulmonary valve; mural thrombus of the right atrium or vena cava; anatomic conditions precluding insertion of the pump; presence of a vena cava filter or caval interruption device, unless there is clear access from the internal jugular vein to the right atrium that is large enough to accommodate a 22 fr catheter.¿ impella rp with smart assist system with automated impella controller (bleeding) section: warnings and cautions. ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound. ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿

Event description:
The complainant reported a patient noted with postcardiotomy cardiogenic shock (pccs)/low cardiac output syndrome (lcos) was implanted with an impella rp device for mechanical circulatory support. Following insertion of impella rp pump, the decision was made to also implant impella cp despite iliacs not being able to accommodate sheath given poor cardiac function. It was noted that once impella rp and cp were in place, a lot of blood was coming from the endotracheal tube and physician noted a hole in the pulmonary artery. This was repaired and the patient was weaned off cardiopulmonary bypass (cpb) with both the rp and cp flowing nearly 3.5 l/min each. The patient continued to have significant bleeding from the chest. Lots of blood products were given including factor vii without much resolution in the bleeding. Because of the bleeding, the rp introducer sheath was left in place for fear of bleeding from the groin as well. The patient was transferred to the ICU where the prognosis was very poor. There were no pulses to the right lower extremity, and it was beginning to mottle. The patient continued to bleed post-op and stopped responding to the treatment. Survival outcome at explant noted the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.